Manufacturer narrative:
Complaint confirmed, the entire drive feature was found to have broken off from the device. The device also appeared to be worn, with faded and scratched anodization and laser markings. The most likely cause of tip breaking is prying and/or leveraging the device during use. The most likely cause of scratching and anodization fading is wear and tear, repeated use of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not been returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of screwdriver broke inside the screw during implantation. Update 10-sept-2019: an anterior cruciate ligament (acl) procedure was performed. The broken piece remained in the screw inside patient. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.